Event description:
The physician reported she was performing an emergency aneurysm embolization. While navigating the wire throught the catheter, the physician reported she noticed particles that resembled the wire coating. The physician reported this occurred outside the pt with two wires, and did not disclose any add'l info regarding the remainder of the procedure or the pt's outcome.

Manufacturer narrative:
The device in question has not been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant info is found, a supplemental report will follow.